Event description:
We were informed that foreign material was noticed in the package. The product has not been used. No patient harm occurred.

Manufacturer narrative:
With regards to this complaint, one disposable eva double irrigation line with air exchange was received for investigation was received in an opened pouch. Visual inspection confirmed the presence of a hair inside the pouch. Device history record review revealed no deviations. The packaging of the related product is executed in a class 7 clean room environment to ensure minimum contamination. In addition, the product was subject to 100% visual inspection. Based on the investigation performed, it was concluded that this event can be attributed to a human error in the quality control of the product subject to this event. A review of the complaint database showed that no similar complaints have been reported on this specific lot previously. Furthermore, trend analysis indicate that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that foreign material was noticed in the package. The product has not been used. No patient harm occurred.